Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 350 mg/dl. The customer was treated with an intravenous drip. The drive support cap appeared normal and recessed. The time and date were correct and the basal rate settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform the high pressure test and was sent tubing clamps and advised to call back to continue troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.